Event description:
Treatment of a large unruptured saccular aneurysm measuring 13mm x 7mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.25mm x 18mm) embolization treatment without issues. The patient's platelet reactivity at the time of the procedure was about 60 percent. Post procedural angiogram showed an eclipse. The patient was discharged home without issues. Two days post procedure (B)(6) 2014, the patient's platelet reactivity was 100 percent inhibited. The patient experienced an intraparenchymal hemorrhage and expired (date unknown). The causality was unknown. The physician was unwilling to give any further information regarding the case.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).